Event description:
Patient reported a right side "breast soreness, pain." Patient also reported has "auto immune problems, fibromyalgia, fevers, sweating, extreme fatigue, tremors, brain fog, unexplained weight loss," these events are not related to the device. Healthcare professional reported "exchange from textured to smooth implants due to the patients concerns with the product and possible seroma." Patient representative reported "increased risk of alcl." The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: seroma.

Manufacturer narrative:
The event of " silicone migration" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: silicone migration.

Event description:
Patient reported a right side "accumulation of foreign and adulterated silicone particles in breast tissue, lymph nodes, and throughout her body resulting in inflammation, cellular, and subcellular damage, pain, itching" the device has been explanted.